Event description:
Pt reported obtaining back-to-back blood glucose results of 33 mg/dl and 208 mg/dl, while using the suspect device. Pt stated that no action was taken based on these results. Pt reportedly took medications as normal. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.